Event description:
It was reported that the right atrial (ra) lead dislodged and was exhibiting high thresholds and intermittent capture. A procedure was scheduled to revise the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.